Event description:
Patient reported they were instructed to stop wearing the aligners because they have tmj.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Additional data: h6.

Event description:
Upon follow up, the patient reported experiencing bone loss.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.